Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date); g4 (date received by manufacturer); g7 (indication that this is a follow-up report); h2 (follow-up due to additional information ); h4 (device manufacture date); h6 (identification of evaluation codes 11, 3331, 4114, 3259, 4307). Method code #1: 11 - testing of device from same lot/batch retained by manufacturer. Method code #2: 3331- analysis of production records. Method code #3: 4114 - device not returned. Results code: 3259 - improper physical structure. Conclusions code: 4307 - cause traced to component failure. The sample was not returned for evaluation. A retention sample from the same product/lot number was tested and found to be functioning properly. An engineering investigation and CAPA have been initiated to determine a definitive root cause. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 25, 2019 a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, that upon commencing the case, the arterial thermistor did not display temperature. No consequences or impact to the patient. Product was changed out. Procedure was completed successfully.